Event description:
It was reported that bd alaris extension set was occluded. The following was recieved byt the initital reporter: verbatim: customer reported that this alaris microbore tubing is unable to be flushed and upon examination, it's noted that the hub is nearly 100% occluded with plastic, preventing any fluid from being administered.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
One sample (model #c25006, lot #23049331) was returned by the customer. It was reported that alaris microbore tubing is unable to be flushed and upon examination, it was noted that the hub is nearly 100% occluded with plastic, preventing any fluid from being administered. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The syringe was able to be inserted to attempt to flush the set, however the set was unable to be flushed. The customer complaint can be verified. The set was further examined under magnification where a occlusion can be observed at the female luer. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After further investigation, the possible root cause of occlusion between the tube and female luer is incorrect application of solvent by the assembly. A quality alert was created on october 25th, 2023 to reinforce the correct application of solvent. A device history record review for model c25006 lot number 23049331 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.

Event description:
No additional information was provided.